Event description:
Customer reported the displayed a stator not on error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint number.